Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, during the inspection, it was determined that he unit did not work due to water inside the air gas module from the hospital's air supply line. The air gas module needs to be replaced. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. There was no patient harm. The root cause to the reported issue has not been determined. The correction of field #h6 health effect ¿ impact codes was required. This is based on the internal evaluation. #h6 health effect ¿ impact codes. Previous #h6 health effect ¿ impact codes: no patient involvement///2645. Corrected #h6 health effect ¿ impact codes: no health consequences or impact///2199.

Event description:
Manufacturer's ref. #: (B)(4).